Event description:
Two cnas were transferring resident from shower chair to wheelchair using the assist of 2 underarm method as stated on resident's care plan. Resident felt weak and was unable to bear weight, so to prevent her falling the cnas lifted her by each grasping an arm and a leg. The resident's posterior medial right lower leg caught on the end of the approx 3/4 inch diameter metal brace on the right leg of shower chair causing a 9 cm x 7 cm laceration requiring 18 stitches to close.